Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wall adapter and usb cable were hot to the touch after charging the pump. Reportedly, the customer continued to use the charging supplies. The customer's blood glucose was between 100-300 mg/dl.